Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was successfully implanted and they mentioned the delivery system was in patient for 24 minutes. The patient was on aspirin only and stopped eliquis 2 days prior to event. The patient was on eliquis form (B)(6) 2023. On (B)(6) 2024, a cardiac computed tomography (CT) was performed and core lab identified an area of hypo attenuated thickening (hat) on the surface of the amulet disc. The thickening was not diffuse or mobile, and laminar in shape. The size was noted as 7.2x5.2mm with maximum hat thickness of 1.2mm and some motion artifact noted. The patient was reported stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The provided procedural imaging was reviewed by an abbott engineer. All information was investigated and the information provided by the account and without the device to analyze, a cause of the reported patient device interaction problem with thrombus could not be conclusively determined. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.